Manufacturer narrative:
(B) (4): physio-control determined the cause of the failure to be an electrically leaky filter, designator fl11, from the analog pcb assembly due to flux residue on the board. The excessive current leakage depleted b3 of the internal hlc battery. A replacement device was provided to the customer.

Event description:
It was reported that the device showed the charge pak (internal battery charger) icon. Physio-control evaluated the device and found that it would not power on. There was no pt use associated with the event.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.